Event description:
It was reported by the neurologist that the pt was seen for a follow up appointment and when a system diagnostic test was performed, the result revealed high lead impedance. The device was not showing that the generator had reached end of service. Additional info was received, which included the implanted pulse generator device info. Review of the in-house programming history available revealed that a system diagnostic test was performed in 2007 which also resulted in high lead impedance. X-rays have been ordered to assess the continuity of the device; however, the pt has not yet gone to have the x-rays taken. Revision surgery is likely. Good faith attempts to obtain additional info have been made, but no additional info has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.